Manufacturer narrative:
Unit alarmed a33 during basic occlusion test due to faulty force system gold resistor. Unit received with cracked case at display window corners, reservoir tube window corners, reservoir tube window, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and would not prime. Customer does not recall any significant events leading to the error. Customer's blood glucose was 376 mg/dl at the time of the incident. Troubleshooting was done for priming and the pump was unable to be rewound. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.